Event description:
Physician (radiologist) inserted marker following a breast biopsy procedure using a mammotome. Md was a new user. User misaligned application by aligning using handle rather than yellow indicator. Upon removal of application from mammotome. Md noted that tip had sheared off. He used the mammotome to obtain additional tissue, specimens with help of retrieving tip, which was. Presumed to still be in breast. Md was unable to locate tip. There was no adverse patient effect. Product was not saved.